Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. The patient has a history of coronary artery disease. Procedure notes received by medtronic ave state that the patient was taken to the operating room and prepped and draped in the usual sterile fashion. The appropriate needles, sheaths, and guidewires were utilized. A guidewire was advanced into the aorta through the left femoral artery, but there was some difficulty crossing the left iliac artery due to the left iliac stenosis. A 16 french sheath was inserted. A guidewire was inserted on the right side, but the physician was unable to pass the device into the right common femoral artery due to its small size. A retroperitoneal approach was then used through an incision in the right lower quadrant. The right external iliac, internal iliac, and common iliac arteries were isolated. The common iliac artery was larger, and there was extensive disease in the hypogastric artery. A 10 mm graft was anastomosed end-to-side to the external iliac artery and brought to the right groin. Once the graft was placed, it was used as the access port to place the bifurcated stent graft. The device was placed in appropriate orientation just above the renal arteries, brought just below the renal arteries, and deployed. A catheter was passed from the left leg into the gate of the bifurcated stent graft and its position confirmed. A 16 mm diameter x 8.5 cm length iliac limb was inserted and partially deployed, overlapping the bifurcated stent graft sufficiently without occluding the left hypogastric artery. Arteriography confirmed a patent left internal iliac artery. The bifurcated stent graft was then fully deployed. Arteriography showed no evidence of a type I endoleak with some minimal refilling from the lumbar arteries likely representing a type ii endoleak. No further intervention was performed for the type ii endoleak. There was stenosis in the proximal left common iliac artery; therefore a 12 mm balloon was inserted to distend the stenosis. The residual stenosis was still significant; therefore the physician attempted to implant kissing stents with a similar stent on the right side, but the stent on the right side did not deploy and was removed. The stent in the left common iliac artery was successfully placed. Although there was some minimal residual stenosis, the artery was much improved from the preoperative exam. It was reported that the arteriogram looked good. A graft was anastomosed to the proximal common femoral artery and the graft was attached end-to-end to the graft attached to the distal common femoral artery. The incisions were closed. The patient's distal pulses were checked and reported to be good. No additional clinical sequelae were reported, and the patient is reported to be fine.